Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified or an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further info have been made. Allergan has received no response from the authors. Intolerance is a surgical/physiological have been made. Allergan has received no response from the authors. Intolerance is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."

Event description:
Reported events of intolerance 2 cases from journal article: "outcomes after laparoscopic conversion of failed adjustable gastric banding to sleeve gastrectomy or roux-en-y gastric bypass".(B)(4). Although the MFR of the device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.